Event description:
During a follow-up, episodes of post-sensed t-wave oversensing (pstwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time.